Event description:
The pt (B)(6) is implanted with a peripheral nerve stimulation system for left shoulder pain (off-label). It was reported the pt is only receiving stimulation in the right shoulder. Surgical intervention was undertaken on (B)(6) 2014 to reposition the pt's lead as x-ray imagery indicated the device was angled to the right. Following the procedure, the pt is reportedly receiving stimulation in her left arm; add'l reprogramming will be undertaken in an attempt to provide optimal therapy coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.